Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the first inflation. The lesion being treated was located in the extremely calcified and 100% stenotic left circumflex artery (lcx). The physician started the procedure with a 1.25 mm rota, attempted to dilate the lcx with the maverick balloon when it ruptured. The device was removed from the pt intact. The procedure was successfully completed with a different device. Pt status is listed as "good".